Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements, measuring greater than 2000 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that both rv impedance and capture thresholds were gradually increasing in bipolar configuration and since safety switch occurred, unipolar sensing, thresholds and impedance measurements have remained stable, with no signs of sudden changes or further increases. Additionally, reviewing the arrhythmia logbook, it showed no evidence of oversensing or noise events since implantation. Ts recommended scheduling an in-clinic appointment to review the performance of rv lead in regards of lead integrity troubleshooting. This rv lead remains in service. No adverse patient effects were reported.